Manufacturer narrative:
The replaced portion of the percutaneous lead (driveline) was returned for evaluation. The pump was requested for evaluation, but the pump was not returned. The reported power elevations, pump stoppages, low speed operations, and driveline fault alarms were confirmed per the evaluation of the submitted system controller log files. Furthermore, per the evaluation of the returned portion of the driveline, damage to the driveline's red wire was confirmed. However, the damage would not have caused pump stoppages on an ungrounded power module patient cable or a driveline fault alarm. Approximately 15 inches of the external portion of the driveline was returned for evaluation. Rescue tape was present at approximately 6 inches from the metal connector, and damage to the outer jacket was identified underneath. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified from approximately 3 to 5 inches from the metal connector. Visual inspection identified a breach in the insulation at approximately 4 inches from the metal connector on the red wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying red wire conductor was exposed. The red wire represents a redundant wire in motor phase 3. The other wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Pump stoppages would have occurred as a result of the exposed red wire conductor contacting the braided shielding when the device was supported by the power module and the grounded patient cable. However, the damage would not have caused pump stoppages on an ungrounded patient cable; the patient¿s driveline may have additional damage. Furthermore, damage that would have caused a driveline fault alarm was not confirmed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient using an ungrounded patient cable referenced in this section was reported under the medwatch MFR. Report # 2916596-2016-01975. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 11 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, the submitted system controller log file was reviewed by the manufacturer¿s technical services representative, and elevated pump power was observed on (B)(6) 2017, resulting in a high current event and pump stoppage. There were also backup mcu failures noted. The data also revealed multiple pump stoppages while the lvad was connected to the power module. On (B)(6) 2017, it was reported that the patient had been using an ungrounded patient cable for a few months when the lvad was connected to the power module. X-rays on (B)(6) 2017 did not indicate any obvious areas of concern on the driveline. Additional log file data was reviewed by technical services representative and pump stoppage and driveline fault events were observed. On (B)(6) 2017, the driveline was evaluated and a broken conductor was identified. A distal end percutaneous lead (driveline) replacement was performed; however, the replacement did not address the area of conductor breakdown. On (B)(6) 2017, the physician requested another distal end percutaneous lead (driveline) replacement after more of the driveline was exposed by the surgeon. It was also reported that the driveline may have been damaged by a suture when the driveline was repositioned on (B)(6) 2017. On (B)(6) 2017, the replacement was abandoned when the damaged conductor was discovered to be too close to the driveline exit site to allow for a successful replacement. The pump was exchanged on (B)(6) 2017, and the patient is reportedly doing well. No additional information was provided.